Event description:
Reference number (B)(4). Event occurred in japan it was reported that the patient experienced high blood glucose (bg) level and upon removal of the cannula, it was found to be tortous on (B)(6)2026. The blood glucose (bg) was 360 mg/dl and treated it by administration of insulin via pen. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.